Event description:
The patient's wife reported that the lead was replaced because it was "bad." No patient complications were reported as a result of this event. Additional information received from the physician reported the lead was replaced due to 2 separate impedance spikes to over 1000 ohms.

Manufacturer narrative:
The patient's wife reported that the lead was replaced because it was "bad." No patient complications were reported as a result of this event. Additional information received from the physician reported the lead was replaced due to 2 separate impedance spikes to over 1000 ohms. No conclusion can be drawn impedance, high defective device.